Manufacturer narrative:
Date of event: only event year is known. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Picture review: on the received picture there is a broken va locking patella plate visible therefore this complaint is confirmed. The product was not returned; therefore, no further investigation is possible. The review of the picture does not allow to any determination of any root cause. Based on the information available, it has been determined that no corrective and/or preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the implant broke into two pieces due to multiple attempts to reverse bend in-situ. There was no surgical delay. The procedure was completed successfully. There was no consequence to the patient. This report involves one (1) 2.7 va lckng ant patella pl ti/3-hole/sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H4: part: 04.137.004s, lot: 74p1325, manufacturing site: raron, release to warehouse date: 09. Nov. 2020 november 9, 2020, expire date: october 1, 2030. A manufacturing record evaluation was performed for the finished device 04.137.004s, lot: 74p1325 and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in spain.